Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no appearance of any physical damage. The event history log confirmed ¿flash memory post¿ occurred. Functional testing was able to replicate the reported issue at power up. The root cause was determined to be the main pcb did not operate as intended. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a flash memory error. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.